Manufacturer narrative:
Device received with blank display due to severe corrosion on electronic board stack. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to blank display. Severely corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went to swimming insulin pump was not working. The customer stated that the side of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.